Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had failed patient side occlusion test showing flow block alarm error which was not identified during the customer call. The tech support recommended to run service mode manually by pressing tampered switch. Attached 8100 module and then refresh asm v12.5 software. Biomed to make sure use distilled water which it states on asm user manual. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed patient side occlusion test showing flow block alarm error. There was no patient involvement.